Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the purge pressure was getting low every ten minutes on the automated impella controller (aic). Purge fluid went up to 30 and then went back to the regular rate that is has been infusion (10cc/hr). There were no changes in patient or patient position. The cassette was changed and the issue was still ongoing. Patient details are not available at this time. The operator was going to swap to a new aic. There was no patient harm.